Event description:
A customer reported that during an emergency care procedure, using a glidescope core smart cable, the monitor displayed a green screen. It was reported that manipulating the cable made the image appear. The procedure was completed using a backup device which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the subject glidescope core smart cable used during the reported procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issue. When connected to known, good, test verathon equipment, the smart cable failed to be recognized. Visual inspection identified visible corrosion on the hdmi connector pins of the smart cable. The customer's smart cable failed verathon's device functionality testing. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the hdmi connector. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the smart cable. Upon completion of verathon's device evaluation, the customer's smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.